Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's pressure was not increasing. The device was in clinical use when the issue occurred. It was reported that the patient was at risk of an infection. A philips service engineer (se) noted that the v60 ventilator's pressure was not increasing. During inspection of the device, it was observed that there was a crack in the pipeline. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market, and the responder reported that there was no patient or user harm. The patient was moved to a different ventilator. The key market responder reported that the hospital determined that the pipe was damaged, and replaced the breathing pipe to resolve the issue, and the device was returned to service.